Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice device during dwell three of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, nothing was noted that could have caused or contributed to the reported alarm. The power was cycled to clear the alarm and the patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.